Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the patient required intervention due to perivalvular leak after three (3) months implant duration. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records review, edwards learned that a patient with a 25mm 11500a aortic pericardial valve underwent a balloon valvuloplasty procedure after an implant duration of three (3) months due to mild to moderate perivalvular leak (pvl) and aortic stenosis. Per the medical records, the patient had underwent avr and mvr. The patient was later diagnosed with coagulase negative staphylococcus endocarditis of the prosthetic mv and treatment was given. Subsequently, new moderate aortic pvl and trace central aortic insufficiency were observed on tee. Out of concern for accelerated degradation of the valves, most likely due to underlying endocarditis, the patient was re-evaluated for intervention. At the time, the patient had multiple episodes of gross hematuria requiring cbi and blood transfusions. The patient required cystoscopy with a large clot removal. Due to the risk of anticoagulation, decision was made to perform aortic balloon valvuloplasty. Three (3) months post initial avr surgery, the patient underwent balloon valvuloplasty with residual mild pvl which was not amenable to correction. That was complicated by right femoral artery-vein fistula and it was repaired. The patient was re-evaluated for a redo avr/mvr versus valve-in-valve. The decision was made to proceed with tavr. The tavr was performed with a 29mm 9600tfx transcatheter valve successfully without complications. Tte demonstrated trivial to mild pvl. The patient was discharged home on pod #3.